Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that a patient is being considered for a revision approximately 6 years post implantation. It was indicated that the patient has a peri prosthetic fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay investigation results. No devices were received; therefore the condition of the components is unknown. Review of the device history record for cp111644 lot 974140 identified no deviations or anomalies. The following components were reviewed for compatibility with no issues noted: 423883, 150410, 130615, 130613, cp113824, 150411, cp114678, cp113455, cp111644. Review of complaint history found no additional related issues for the reported item and part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.